Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The patient was treated with cefazolin and fluconazole for the peritonitis. At the time of this report, the patient has recovered from the event. The pd catheter was removed and pd therapy was stopped, then re-introduced. The cause and hospitalization were not reported. No additional information is available.